Event description:
Meter was reading inaccurately high. The pt told the customer care rep that he obtained results of 458, 465, 459, 426, and 465 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. He said, "he took insulin and ended up at the hosp." At the hosp he received advice to take candy or orange juice. Two consecutive control solution tests fell outside of specs. The check strip test fell within specs. The meter, test strips, and control solution were replaced.